Event description:
Rn getting ready to use a respironics chilren's medical ventures 60ml oral syringe found the packaging to contain wood splinters inside the plunger and within packaging. All syringes from that lot# were pulled from the unit.====================== manufacturer response for 60 ml oral syringe, children's medical ventures======================manufacturer provided rga# for return evaluation.